Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. Both returned 4.0 drills passed internal functional speed testing. No issues were found with the 3.2mm tip threaded guide wire, and it is unclear as to why this part was returned with this complaint. No evidence of black debris was found on any of the devices. A review of applicable manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
It was reported that the drill could not make a hole in the patient's bone during surgery. When the drill was removed, melted black plastic shavings were noticed on the drill.